Event description:
It was reported that during a prostate procedure, the fiber stopped working at 253,065j with 37:05 minutes. There was no warning before the fiber stopped working. The physician stopped the procedure due to the fiber issue. There were no patient complications due to this event.